Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idvt (idiopathic ventricular tachycardia) ablation with a thermocool smarttouch sf and the patient experienced cardiac perforation / cardiac arrest that required CPR (cardiopulmonary resuscitation), pericardiocentesis and surgical intervention. During the procedure, there was a steam pop noticed in the patient. The physician immediately came off ablation, and analyzed ablation data. It was confirmed that there was an impedance rise during the steam pop, where the impedance rose from about 87 ohms up to about 109 ohms. There were no specific errors displayed on the ngen¿ generator or the carto¿ 3 system at the time. The medical team then discovered a pericardial effusion in the patient, on ice (intracardiac echocardiography). The pericardial effusion was also confirmed via echo. Within about two minutes of the steam pop occurring, the patient coded. CPR and chest compressions were administered to the patient. After completing CPR, they performed a pericardiocentesis on the patient. The fluid aspirated was in the "upper hundreds cc's, but less than 1 liter." Open-heart surgery was performed on the patient as well, in order to "repair the tear."